Event description:
The customer observed discrepant sodium (na), and chloride (cl) results generate on the alinity c processing module for a patient sample. The following data was provided (customer¿s reference range: na 136-145 mmol/l; cl 96 - 111 mmol/l) sample ID (B)(6).na initial result = 119, repeat result on another instrument = 138 cl initial result = 128, repeat result on another instrument = 107 no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed discrepant sodium (na), and chloride (cl) results generate on the alinity c processing module for a patient sample. The following data was provided (customer¿s reference range: na 136-145 mmol/l; cl 96 - 111 mmol/l) sample ID (B)(6). Na initial result = 119, repeat result on another instrument = 138 cl initial result = 128, repeat result on another instrument = 107. No impact to patient management was reported.

Manufacturer narrative:
Section d10 - concomitant product: additional information added. The field service representative (fsr) inspected the instrument and found discoloration of ict tubing from pinch tubing to the module. The fsr replaced the tbg ict reservoir bottle to ict pumpsyr which resolved the issue, and the module function was verified with a control run. Return testing was not completed as returns were not available. The instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6) since the service activity was completed. A review of tracking and trending for the alinity c processing module did not identify any trends associated with the complaint issue. A review of tracking and trending for the tbg ict reservoir bottle to ict pump, did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Device history record review did not show any non-conformances or potential non-conformances for the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the alinity c processing module for serial number (B)(6), or the tbg ict reservoir bottle to ict pump was identified.